Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier instrument occurred prior to clip application, when the nurse was trying to introduce the clip in the instrument. The surgeon experienced an unsuccessful clip application. Additionally, isi received a da vinci product to perform failure analysis (fa) testing. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations did not replicate nor confirm the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The clip was able to be installed onto the grip tips without any issues. The instrument passed the clip test on multiple attempts. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a clip application failure with the large hem-o-lok clip applier. The issue occurred on the first clip attempt. The customer used a backup instrument to finish the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the large hem-o-lok clip applier with an alleged issue to perform failure analysis.